Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with the alleged issue to perform failure analysis. Failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted incisional hernia tar surgical procedure, the 8mm force bipolar instrument became non-functional. The force bipolar instrument had some physical damage on the wrist area. Surgeon was unable to straighten out instrument and subsequently was unable to remove instrument through cannula. Surgeon had to undock and remove instrument and cannula together. Surgeon continued with new instrument and was able to continue with case. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the hinge of the instrument was sticking out. No fragments fall inside the patient's anatomy. The instrument was inspected prior to use and no damage was observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument was fully functional. No product issue was found.